Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the rear therapy electrodes. Patient reported the therapy electrodes were pressing into his back. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse advised to use neosporin and aquaphor lotion. Follow up indicated that the cream is helping with the skin irritation.